Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead inner insulation integrity. It was revealed that the inner insulation had abraded through approximately five centimeters from the lead tip. This observation was confirmed by dissecting the outer insulation and visualizing the exposed inner coils. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of interaction between the inner and outer coils of the lead. The reported noise, oversensing, and muscle stimulation are likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that noise and oversensing without pacing inhibition were observed on this right ventricular (rv) lead. The patient also reportedly experienced muscle/pocket stimulation. This rv lead was explanted and replaced. No additional adverse patient effects were reported.